Event description:
Information was received from a patient who was implanted with implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient was having problems, started leaking again and reported that she leaked right when she got to the bathroom and before she was able to pull down her garments so she could void. The patient reported that she had already tried programs 1-3 and wanted to try program 4, however was unable to switch to 4 and couldn¿t increase. There were no falls or traumas related to the issue. There were no medical procedures or emi related to the issue. It was noted that initially the stimulation was off. During the call, the patient turned on stimulation and was able to switch to program 4. The patient increased the amplitude and reported that she did not feel stimulation in the correct area. The patient reported that on program 4 that she felt stimulation in her big toe of her right foot, just like it did during the placement of the wire. The patient reported that it was a sudden onset of symptoms/therapy change.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.